Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. The sample was repeated on another analyzer and that result was believed to be correct. The initial result was 5.07 mg/dl and the repeat result was 9.3 mg/dl.

Manufacturer narrative:
The ca2 reagent lot number is 74418501 and the expiration date is 30-nov-2023. The field service engineer readjusted the blank cell rinse volumes and repaired a loose rinse station. The investigation determined that the issue was consistent with service maintenance issue in combination with operator maintenance issue. The investigation determined the service actions performed resolved the issue.